Event description:
It was reported that this pacemaker exhibited high out of rang right ventricular (rv) lead pacing impedance measurements. Additionally, it was noted that noisy signals triggered a signal artifact monitoring (sam) episode to be stored which led to suspension of the device feature, minute ventilation (mv). Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.